Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomical condition/operational context. The reported unspecified tissue injury was due to slda. The reported patient effect of unspecified tissue injury as listed in the mitraclip g4 system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had enlarged atrium and rotated heart. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. A second clip was advanced to further reduce mr. After the second clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), and the posterior leaflet appeared to be ruptured. The physician decided not to place an additional clip and ended the procedure. Two clips implanted, reducing the mr to 2. There was no adverse patient sequela. No additional information was provided.